Manufacturer narrative:
Further information was request but not received.

Event description:
During an in-clinic follow-up, it was not possible to interrogate the device with bluetooth (ble) telemetry. No intervention has been performed. The patient is stable and will continue to be monitored.